Event description:
It was reported that the user, while priming the extracorporeal circuit, discovered a whitish-colored particle in the extracorporeal circuit tubing, downstream of the device. The device and particle were removed, but the particle was not retained. No pt sequelae were reported.

Manufacturer narrative:
Device eval begun, but not yet complete.